Event description:
It was reported that during an oral surgery, two blades broke. It was also reported that there were no pieces left behind in the patient and no additional medication was required. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The 2 blades subject to this MDR were returned for evaluation. The work order documentation was reviewed and all specifications were met. The returned blades were measured to the engineering print where possible and all specifications were met with the exception of toothset. Examination of the blades under magnification showed that this out of specification measurement was possibly caused by a small and normal/expected deformation of the teeth due to wear during use. The hardness of the returned devices were measured and found to be within specification. The investigation results indicate that the blade breakage was most likely caused by excessive force and change of direction during cutting. The label for these blades has a warning which states "do not use excessive force".